Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
March 26, 2019 16:23:20 (B)(6) ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) inquired what led up to the complaint. Customer response: called due to clip rail being sheard off and now also noticing a crack bumped/dropped/cosmetic damage t/s per dop114-980. Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack/sheard clip rail. Damage occurred: unknown. Location of the damage is: battery compartment and clip rail. Is the physical damage to the pump's reservoir lip ring: no expl a pump clip, (B)(4), will be provided with pump replacement to help reduce chance of pump rails breaking by allowing the pump to pivot up when caught or stuck. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: advised replacement needs to be done - advised will send over to ss but if they come back with no stock I will call him back and advise next day ship: 1x pump / return: 1 x pump reason for return: (B)(4) country: (B)(6) input date: (B)(6) 2019 warranty start: 10/24/2017 warranty end: 10/23/2021 batch - ng1366237h.

Manufacturer narrative:
Insulin pump passed displacement test. Device was received with broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).